Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The root cause of the signal output was not generated could not be conclusively determined however, the potential cause could be due to the ut board reached the failure by the handling. The legal manufacturer will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation found the device produced no image as there was no signal output from both 3-g serial digital interface (sdi) terminals due to a defective printed circuit board. Additionally, there was cosmetic wear on the external top cover and the housing is missing a heat spacer. The device was repaired and returned to asset stock. A review of the repair history shows the asset was last serviced on january 28, 2020; no problems were found, inspection only. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The asset visera 4k ultra high definition camera control unit was returned to the service center. There was no reported allegation of a malfunction associated with the device. Upon inspection and testing, the unit was found to have a no image malfunction as there was no signal output from the serial digital interface (sdi) outputs due to a defective printed circuit board. There was no patient involvement reported.